Event description:
This pt was admitted for a coronary angiogram. The target lesion was the svg. The lesion was an isr. The vessel was highly calcified but not tortuous. There was a 99% stenosis. After conducting pre-dilation with bc (product unk). A cypher stent was being delivered to the target lesion. Then the cypher stent became stuck around the proximal end of the vessel at the ostium, but it could not be retrieved back. Therefore, the physician decided to continue the implant of the cypher stent at the target lesion and tried inflating the baloon. However, there was a backflow of contrast medium, and the physician confirmed a balloon rupture. Therefore, the physician tried removing the delivery system but the stent became stuck at the calcification of the vessel and the stent dislodged. The physician continued the procedure with two different balloons. The stent was initially dilated with a ryujin (2.0mm/20mm) and then with a maverick (3.0/20mm) balloon. The flow was satisfactory and the procedure was finished. There was no reported injury. The product was clinically used.